Event description:
It was reported that during set-up the device had a system error. The facility attempted to troubleshoot but the message continued to appear. It is unknown if the patient had received any type of anesthetic. There were no reports of adverse consequences or medical intervention reported. The procedure was cancelled.

Manufacturer narrative:
The device was receivd by the manufacurer and the complaint was confirmed. The root cause was determined to be due to the broken board component. The device was repaired and returned to the customer.

Event description:
It was reported that during set-up the device had a system error. The facility attempted to troubleshoot but the message continued to appear. It is unknown if the patient had received any type of anesthetic. There were no reports of adverse consequences or medical intervention reported. The procedure was cancelled.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not returned.